Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia (pmt). The right atrial (ra) lead exhibited noise, abnormal impedance and inappropriate mode switch. No further patient complications have been reported as a result of this event.